Event description:
The customer reported that they have experienced several incidents of leakages between the maxplus positive pressure connector and gemstar's sets. These have resulted in patients not receiving the correct dose of medication. From the reported information, there were no indications of serious injury to the patients or users as a result of these incidents. No additional information provided.

Manufacturer narrative:
(B)(4). Samples involved in these events will not be returned as they were not available. No failure investigation could be performed.